Manufacturer narrative:
This event occurred in (B)(6). The customer had no issues with calibration or qc. Instrument maintenance was performed according to schedule. The last service maintenance visit was on (B)(6) 2019.

Event description:
The initial reporter questioned high results for 1 patient tested for elecsys estradiol iii assay (estradiol iii) and elecsys ft4 (ft4) on a cobas 8000 e 602 module. This medwatch will cover ft4. Refer to medwatch with a1 patient identifier (B)(6) for information on the estradiol iii results. The customer suspects an interference with biotin affecting the results. The patient has a metabolic disease and undergoes dialysis. The patient receives 20 mg/day of biotin 3 times per week after dialysis. The estradiol iii result was 40.9 pg/ml and the ft4 result was 10.1 ng/l. The results were reported outside of the laboratory. The customer treated the patient sample with streptavidin to remove the biotin interference. The treated sample had an estradiol iii result of < 5 pg/ml and an ft4 result of 8.6 ng/l. The results from the treated sample were believed to be correct. The e602 module serial number was (B)(4).

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The requested sample was not returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.